Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had a cubie failure. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie pocket and read/write or invalid cubie memory. A field service engineer (fse) had reseated the cables to resolve the issue. The drawers were tested using the hardware test application. The system functioned as intended after the field service engineer repaired the device.